Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
He states the chair was gradually veering to the right and has progressed to more frequently veering to the right.